Event description:
On (B)(6) 2010, the patient reported that when changing the insulin cartridge of his infusion device, he has received repeated e6's (mechanical error). He said he was changed the battery and tried new accessories but neither resolved the issue. He stated he last changed the battery on (B)(6) 2010, after he received an e6. He received another e6 this afternoon. The patient confirmed his device is properly set to alkaline batteries. Using the same battery, the patient was instructed to retract the piston rod. When the piston rod reached the bottom, it began making a grinding noise and appeared to be stuck before giving an e10 (cartridge error). The patient was instructed to insert a new battery and try again to retract the piston rod but had the same results. He stated he will switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.